Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services assessment suggested possible causes, recommending isometric and pocket manipulations, torso twisting, and standing chest x-ray. Upon review, it was noted that the secondary vector was considered viable, as untreated events with similar inappropriate noise had occurred previously, including event on (B)(6) 2025. The patient presented to the clinic and it was noted noise in primary vector while patient was sitting still, with no reproducible noise in secondary vector. An x-ray was performed and final report pending, physician reported no obvious damage. Reprogramming options were made. Later there was concerns about dashes post-therapy; clarified that after the shock, only 12 seconds of subcutaneous electrocardiogram (s-ECG) were stored, then dashes appear. Reprogramming efforts were performed and no issues were noted. However, the patient was claiming device malfunction and would like system extracted. Additional information indicates that the s-ICD was turned off and the plan is remove the s-ICD system. Currently, remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services assessment suggested possible causes, recommending isometric and pocket manipulations, torso twisting, and standing chest x-ray. Upon review, it was noted that the secondary vector was considered viable, as untreated events with similar inappropriate noise had occurred previously, including event on september, 2025. The patient presented to the clinic and it was noted noise in primary vector while patient was sitting still, with no reproducible noise in secondary vector. A x-ray was performed and final report pending, physician reported no obvious damage. Reprogramming options were made. Later there was concerns about dashes post-therapy; clarified that after the shock, only 12 seconds of subcutaneous electrocardiogram (s-ECG) were stored, then dashes appear. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services assessment suggested possible causes, recommending isometric and pocket manipulations, torso twisting, and standing chest x-ray. Upon review, it was noted that the secondary vector was considered viable, as untreated events with similar inappropriate noise had occurred previously, including event on september, 2025. The patient presented to the clinic and it was noted noise in primary vector while patient was sitting still, with no reproducible noise in secondary vector. A x-ray was performed and final report pending, physician reported no obvious damage. Reprogramming options were made. Later there was concerns about dashes post-therapy; clarified that after the shock, only 12 seconds of subcutaneous electrocardiogram (s-ECG) were stored, then dashes appear. Reprogramming efforts were performed and no issues were noted. However, the patient was claiming device malfunction and would like system extracted. Additional information indicates that the s-ICD was turned off and the plan is remove the s-ICD system. Currently, remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services assessment suggested possible causes, recommending isometric and pocket manipulations, torso twisting, and standing chest x-ray. Upon review, it was noted that the secondary vector was considered viable, as untreated events with similar inappropriate noise had occurred previously, including event on september, 2025. The patient presented to the clinic and it was noted noise in primary vector while patient was sitting still, with no reproducible noise in secondary vector. A x-ray was performed and final report pending, physician reported no obvious damage. Reprogramming options were made. Later there was concerns about dashes post-therapy; clarified that after the shock, only 12 seconds of subcutaneous electrocardiogram (s-ECG) were stored, then dashes appear. Reprogramming efforts were performed and no issues were noted. However, the patient was claiming device malfunction and would like system extracted. Additional information indicates that the s-ICD was turned off and the plan is remove the s-ICD system. Currently, remains implanted and no additional adverse patient effects were reported. At a later date, this s-ICD system was explanted. A new transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Technical services assessment suggested possible causes, recommending isometric and pocket manipulations, torso twisting, and standing chest x-ray. Upon review, it was noted that the secondary vector was considered viable, as untreated events with similar inappropriate noise had occurred previously, including event on september, 2025. The patient presented to the clinic and it was noted noise in primary vector while patient was sitting still, with no reproducible noise in secondary vector. A x-ray was performed and final report pending, physician reported no obvious damage. Reprogramming options were made. Later there was concerns about dashes post-therapy; clarified that after the shock, only 12 seconds of subcutaneous electrocardiogram (s-ECG) were stored, then dashes appear. Reprogramming efforts were performed and no issues were noted. However, the patient was claiming device malfunction and would like system extracted. Additional information indicates that the s-ICD was turned off and the plan is remove the s-ICD system. Currently, remains implanted and no additional adverse patient effects were reported. At a later date, this s-ICD system was explanted. A new transvenous system was implanted. No additional adverse patient effects were reported.